Event description:
On february 11 2011, stryker medical was notified of a potentially reportable complaint involving a product for which stryker is not the manufacturer. The customer reported a texas medical traction system fell off the bed when the traction system cross bar was removed. Please find additional contact information below. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).